Event description:
Bayer case number: (B)(4). Disordered proliferative pattern with focal features suggestive of endometritis [endometritis]. Essure with malpositioning [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("disordered proliferative pattern with focal features suggestive of endometritis") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as vaginal bleeding, abnormal uterine bleeding and pelvic pain female. On an unknown date, the patient had essure inserted. On unknown dates she experienced endometritis (seriousness criterion intervention required) and device dislocation ("essure with malpositioning"). The patient was treated with dilaudid (hydromorphone hydrochloride) and oxycodone (oxycodone hydrochloride) as well as surgery (hyseroscopy d&c robot-assisted bilateral salpingectomy with removal of essure and). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and endometritis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): grossly normal hysteroscopic exam with bilateral ostia. Essure seen in protruding into intrauterine cavity from left side. Grossly normal upper abdominal laparoscopy survey with grossly normal appearing gallbladder, stomach, diaphragm, with smooth liver edge. Grossly normal appearing uterus, bilateral fallopian tubes with evidence of essure [pathology test] on (B)(6) 2022: diagnosis: endometrial curettings: disordered proliferative pattern with focal features suggestive of endometritis. Right fallopian tube with essure, salpingectomy: benign fallopian tube, negative for significant epithelial atypia. Essure device left fallopian tube with essure, salpingectomy: benign fallopian tube, negative for significant epithelial atypia. Essure device clinical information: vaginal bleeding, pelvic pain gross description: right fallopian tube description: ls a segment of fallopian tube with fimbria protruding from the margin and extending into the tube is a coiled metallic wire which measures approximately 3.3 cm in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.